Event description:
A malfunction was reported on the customer's pump. The malfunction did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating that it remained within a safe range. The customer was advised by technical support to use their current out-of-warranty pump as backup therapy and was sent a replacement pump. Instructions were given on how to switch the problematic pump to storage mode before returning it with the pre-paid label provided, and the customer acknowledged these instructions.